Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Cgm glucose had been in range for 12 hours prior to the hypoglycemic event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event may have been caused by user's reported behavior of fasting for extended periods of time.

Event description:
On 7/29/2024 a beta bionics clinical support specialist (css) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The css reported the user experienced a hypoglycemic event on (B)(6) 2024, requiring ems assistance at their home after their family noticed their dexcom continuous glucose monitor (cgm) was reading low and they weren't answering their phone. When their family arrived around 8:00 pm, they called ems, who were able to revive the user without the need for glucagon. They were stabilized and left at home with their family. On 8/3/2024 a beta bionics customer care agent followed up with the user about the event. The user did not remember their bg reading, but stated it was lower than 40 mg/dl. Ems gave the user juice. The user stated they get sleepy when bg is low and does not believe they lost consciousness. The user also stated they fast at night and does not eat much in general which may cause their lower bg. This is the first of two low bg events reported for this user. This medwatch report details the low bg event on (B)(6) 2024. A medwatch report detailing the second low bg event on (B)(6) 2024 is submitted on MFR report #: 3019004087-2024-00368.